Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/21/2017 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer take a blood test every 6 months to have the work done at the va center. Customer has the semi-annual blood work next week. Customer only runs his blood once a day in the morning fasting. The times on the memory will probably be incorrect since the customer could not reading the memory very well other than the results.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/21/2017 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer take a blood test every 6 months to have the work done at the (B)(6) center. Customer has the semi-annual blood work next week. Customer only runs his blood once a day in the morning fasting. The times on the memory will probably be incorrect since the customer could not reading the memory very well other than the results.